Manufacturer narrative:
This follow-up report is being submitted to relay corrected information:please disregard this report as it was submitted in error. Event was previously reported under report 1038671-2024-00647.

Event description:
It was reported via legal documentation that approximately 23 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, pain, stiffness, discomfort, weakness, and limited mobility. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) 02-012-65-4019 - tru cc tib insert size 4, 19mm (B)(6) 02-012-64-2012 - tru fluted stm ext 20mm x120mm blast (B)(6) 02-010-66-3001 - metaphyseal femoral cone, large, h32mm (B)(6) 02-012-64-1680 - tru fluted stm ext 16mm x 80mm blast (B)(6) 02-012-66-3000 - metaphyseal tibial cone, ml39mm (B)(6) 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t (B)(6) 02-010-06-0340 - tru cc femoral size 4 right the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.